Manufacturer narrative:
The owner of a walker and her husband were out for a walk when her husband suddenly becomes dizzy and sat down at the sitplate on the walker. Then the wheel broke off, the man fell to the ground and had to go to the emergency room for x-ray of the hand that turned to managed without any bone damage. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
The owner of a walker and her husband were out for a walk when her husband suddenly becomes dizzy and sat down at the sitplate on the walker. Then the wheel broke off, the man fell to the ground and had to go to the emergency room for x-ray of the hand that turned to managed without any bone damage. The futura is the same /similar to all invacare rollators which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).